Manufacturer narrative:
The ge rep conducted an onsite eval. The system interface board and hard drive were replaced and the system software was reloaded. The system was tested and is now operating as intended.

Event description:
The customer reported that the 6800 system would not boot up. No pt injury was reported.